Event description:
In 2007, following successful implantation of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component, the pt was implanted with two iliac extender components on the contralateral leg side. A distal type I endoleak was identified in relation to the components. The physician next deployed a cordis palmaz balloon-expandable stent, and an aortic extender component. However, the endoleak persisted. At this point, the physician chose to perform a surgical transposition of the left hypogastric artery to a more distal position. A contralateral leg component was then successfully placed distal to the aortic extender component, resolving the endoleak. As reported, the pt was doing well upon completion of the procedure. Please note that multiple attempts to acquire additional information have been attempted and have been unsuccessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.